Event description:
(B)(6). According to the information received, a urine bag was reported to have a flutter valve malfunction. The user found that the flutter valve becomes tangled and will block the flow of urine. Customer is using detergent and white vinegar to clean the bag. This problem happens after a couple weeks. Customer tries not to use the bag longer than two weeks. Customer states that this problem happens from time to time. Customer also finds that the white cap on the t-tap is popping off.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.